Event description:
Ous MDR - it was reported that about 33 months after the implantation several noise episodes were detected in the right ventricular and in the atrial channels. A revision was performed. During the procedure damages to this lead as well as of the atrial lead (a competitor product) were noted. Both leads were replaced, but not returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 32 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The conductor cable to the rv and svc shock coil were found fractured. The coating of the conductor cable to the ring electrode was found damaged in this area. These findings can be considered as the root cause for the noise issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.